Event description:
Related manufacturer reference number: 2017865-2023-22695, related manufacturer reference number: 2017865-2023-22697, related manufacturer reference number: 2017865-2023-22698, related manufacturer reference number: 2017865-2023-22699. It was reported that the patient presented in the clinic due to redness and swollen on the implantable cardioverter defibrillator (ICD) pocket. Upon examination, ICD pocket infection was discovered, and it was noted that the right atrial (ra) lead has lead vegetation. The entire ICD system, which includes the right ventricular (rv) lead, the ra lead and the left ventricular (lv) lead, was then explanted. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.